Event description:
It was reported that double beeping no cassette dbnc (during testing). No patient injury.

Manufacturer narrative:
Other text: event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a scratched screen. The customer stated problem was duplicated. Replace faulty downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.